Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio results: 1.5, 1.6, 1.3, lab: 2.8. Time between testing was one hour. Pt self tester's therapeutic range is 2.0-3.0. Pt has difficulty getting blood; finger is milked.

Manufacturer narrative:
Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio inrs: 1.5, 1.6, 1.3, ref: 2.8, mean: 1.80, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. The reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inratio precision data provided by end-user lot: date: (B)(6) 2012, inratio results: 1.5, 1.6, 1.3, mean: 1.47, sd: 0.15, %cv: 10.41. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. No product associated with the complaints was expected to be returned. Retain strip testing conducted on (B)(4) 2012 with lot #271133 met accuracy criteria. All replicates are within the allowable bias (+ or - 1.0) of reference results for donor (B)(4) (1.71 inr) and donor (B)(4) (3.65 inr). In-house test results have 6.66% and 9.01%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results met precision criteria. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Pt's condition/customer's improper operational technique may affect test accuracy. With retain strips, in-house therapeutic sample testing met accuracy and precision criteria. As of 03/12/2012, thirty nine (B)(4) discrepant result complaints were reported for lot #271133 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. No corrective action required at this time as no product deficiency was established.